Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 07/01/2023 to 12/01/2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 13-dec-2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 13-dec-2022 in the formatted history file. In further full review of the pump history/traces on the event date of 25-nov-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 25-nov-2023 listed on smartsolve. Daily total collection startt ime: (B)(6) 2023 00:00:00.000, daily total of all insulin delivered: ((B)(4) u), daily total of basal insulin delivered: ((B)(4) u), daily total of bolus insulin delivered: ((B)(4) u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Filled a test reservoir/infusion set with water. Removed all the air bubbles. Pump was programmed and run a (B)(4)-unit bolus. The test reservoir/infusion set was monitored, and no air bubbles were created. No air bubbles anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 25-nov-2023 in the formatted history file.  Sensor expired alert (794) was recorded and found in the formatted history file on: 11/19/2023 00:20:14.000 lost sensor1 alert (780) was recorded and found in the formatted history file on: 11/22/2023 09:47:00.000 11/22/2023 14:19:00.000 11/25/2023 09:27:00.000 11/25/2023 09:37:00.000 lost sensor2 alert (781) was recorded and found in the formatted history file on: 11/22/2023 10:06:00.000 11/22/2023 14:35:00.000 sensor signal not found (796) was recorded and found in the formatted history file on: 11/22/2023 10:41:00.000 11/22/2023 15:11:00.000 sensor error alert (801) was recorded and found in the formatted history file on: 11/24/2023 22:36:40.000 11/24/2023 23:06:41.000 11/24/2023 23:16:00.000 11/24/2023 23:41:39.000 11/24/2023 23:51:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor signal not found, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. The pump communicated properly and recorded the 107 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected bg meter communication errors or anomalies noted during testing. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 11/23/2023 06:03:08.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Low battery alert was recorded and found in the formatted history file on: 11/23/2023 08:57:00.000 insert battery alarm was recorded and found in the formatted history file on: 11/23/2023 09:13:24.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 24-nov-2023 at 6:56:59 pm. There was no power data available for the date of 23-nov-2023. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs and sensor glucose/blood glucose (sg/bg) anomaly. Customer alleged for possible under delivery anomaly and air bubbles anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia of 600 mg/dl with a blood glucose value and was hospitalized. Troubleshooting was performed. The customer reported a sensor glucose vs blood glucose difference. The insulin delivery was suspended due to the difference. The customer was using the insulin pump within 48 hours of the reported event. The auto-mode/smart guard feature was active. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The insulin pump and the sensors will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: the customer reported a sensor glucose value of 40 mg/dl.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.